Event description:
Clinical narrative: a 70-year-old male underwent planned impella support for a high-risk percutaneous coronary intervention (hrpci) with a pre-support clinical state consistent with scai shock stage a. Impella 5.5 was inserted via a right axillary/subclavian surgical arterial approach through a 10 mm graft after vascular ultrasound confirmed vessel diameter greater than 8 mm. During advancement, significant resistance was encountered within a tortuous axillary/subclavian vessel. Multiple attempts to facilitate passage, including use of a buddy wire, exchange to the impella guidewire, balloon angioplasty of the subclavian artery, and consultation with another account, were unsuccessful. The impella 5.5 catheter entered the body but could not be advanced across the vasculature, never crossed the aortic valve, and was never activated. No excessive force was applied, no product damage was identified, and no device malfunction was reported. The procedure was aborted and the impella 5.5 was explanted. The physician elected to proceed with placement of an impella cp, which was successfully implanted via the same right axillary/subclavian surgical arterial access and subsequently explanted following completion of support. The patient survived, and no adverse patient outcome was reported. The unsuccessful impella 5.5 implantation was attributed to challenging patient anatomy, specifically vessel tortuosity preventing advancement through the vasculature.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.